Manufacturer narrative:
Should additional information become available a supplemental record will be file.

Event description:
The dealer stated, the alarms are not functioning.

Manufacturer narrative:
Independent repair center repaired unit. The key failure is a short circuited power switch.

Event description:
The dealer stated the alarms are not functioning. (B)(4). Per independent repair center irs received 10/2/2015, reason for repair is unit alarms not functional. The key failure is a short circuited power switch.